Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil returned. The man coil was found stretched and detached in the arm section. Since the delivery wire and the sheath were not returned the functional inspection could not performance. Under magnification was possible observed the arm section detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22nov2022. It was reported that the coil could not be deployed, and the interlocking arm was kinked. The target lesion was located in the splenic artery. A 20mmx40cm interlock-35 coil was selected for use. During the procedure, a cordis 5f catheter was used to advance interlock-35 and attempted to place interlock-35 in the catheter. After repeated dragging, it was found that the interlock-35 coil could not be pushed out and deployed. Furthermore, the coil got stretched and the interlocking arm was kinked. The coil was removed. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the main coil was detached in the arm section.